Manufacturer narrative:
Follow-up #1: date of submission 07/03/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked at the opening of the battery chamber extending down to the primary seal. The battery cap was not returned with the pump. A test battery cap was used for all testing and was able to fully tighten until the o-ring was seated and the cap was flush with the pump case. There was no issue with loss of power observed and no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).